Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during circuit assesment the beside nurse noticed a small white dot rotating counterclockwise in the pump. The team continued to assess and monitor the patient. The centrimag settings were stable at 3200 rpms and 1.8 lpm. Later in the day the bedside nurse noticed an increased noise from the motor and notified the team. The on call perfusionist was called in to assess. The team decided to change to the back up motor and console. The team completed the motor and console change. The perfusion notes were perfusion services requested for pedimag drive motor change. A timeout was performed. The circuit was clamped out at 1945. Pump head was removed from drive motor sn (B)(6) / console (B)(6) and placed into new drive motor sn (B)(6)/ console sn (B)(6). Pump head was observed to be in the correct position. Support was reinitiated on the new drive motor and console at 1946, back up to 3200 rpm without incident. The new backup drive motor sn (B)(6) / backup console sn (B)(6).

Event description:
The centrimag console was not exchanged. The white dot disappeared.

Manufacturer narrative:
Section d4: device expiration date was inadvertently populated in the initial report. Primary UDI corrected. Section d5: operator of device corrected. Sections h5 and h8: corrected for reusable medical device. Manufacturer's investigation conclusion: the reported event of the centrimag motor producing increased noise was not confirmed. The centrimag console (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis, as the returned motor¿s testing did not isolate the cause of the issue to the motor (evaluated separately under MFR #: 3003306248-2025-00049). Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.